Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by lower abdominal pain and cloudy effluent. The cause of peritonitis was unknown. On an unreported date, the patient was hospitalized for the peritonitis event and was treated with unspecified antibiotics (dose, frequency, and route were not reported). At the time of this report, the patient was recovering from the peritonitis and hospitalization was ongoing. The patient¿s pd therapy was discontinued and was started on hemodialysis. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.